Event description:
Patient returned to emergency department post-op from neck surgery and believed to be having reaction to adhesive. Patient had shortness of breath, some lip swelling and pain at the surgical site on his neck.what was the original intended procedure?adhesive used for incision closure. Procedure: cervical corpectomies for decompression.